Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 385 mg/dl at time of incident. Customer states the blood sugar went to 396 mg/dl from 403 mg/dl and went back to 401 mg/dl, advised customer to take correction insulin using backup plan and discontinue using the insulin pump for the meantime and current blood glucose level was 273 mg/dl. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.